Manufacturer narrative:
Analysis of mainfraime found that could not verify customer's complaint. No fault was found. The failure was due to interface. Cleaned and tested in accordance with manufacturing specifications. Analysis of interface found that the device came in with a stim 1 sound failure due to a blown fuse. Disassembled, cleaned, replaced fuse, replaced word wave washers, reassembled and tested in accordance with manufacturing specifications. Applicable codes for interface only: fdr c07, fdc d02 applicable codes for mainframe only: fdr c19, fdc d14 concomitant medical products:. Other relevant device(s) are: product ID: 8253200, serial/lot #:(B)(4) /213771877, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the interface and mainframe quit working. There was no patient impact.